Event description:
Device 3 of 3. Reference MFR. Report#: 3006705815-2019-00474. Reference MFR. Report#: 3006705815-2019-00475.

Event description:
Device 3 of 3: reference MFR. Report#: 3006705815-2019-00474. Reference MFR. Report#: 3006705815-2019-00475. Follow-up information revealed the patient underwent surgical intervention wherein the scs system was explanted. The patient's ipg has been added as a new device (device 3).

Event description:
Device 3 of 3. Reference MFR. Report#: 3006705815-2019-00474; reference MFR. Report#: 3006705815-2019-00475.